Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon did not fully attach to the vessel wall. A 7/2/100 occlusion balloon catheter was used to occlude a vessel. However, the balloon did not fully attach to the vessel wall, resulting in flow leakage. No patient complications were reported and patient's status was good.